Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina, death and thrombosis are listed in the xience v, everolimus eluting coronary stent system, instructions for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, the patient presented with st elevated myocardial infarction, and a procedure was performed to treat an 80% stenosed, mildly tortuous, moderately calcified, de novo lesion in the mid left anterior descending (lad) coronary artery. A 3.0x28mm xience v stent was deployed at 10 atmospheres for 20 seconds. There were no issues noted during the index procedure. Following the procedure, the patient was compliant with dual antiplatelet drug therapy. On (B)(6) 2018, the patient returned with angina and angiography revealed that the patient had developed stent thrombosis. No additional treatment was provided, and the patient went into cardiac arrest and expired. The cause of death was stent thrombosis. No additional information was provided.